Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the prostar device attempted arteriotomy pre closure of the common femoral artery before an interventional procedure. Reportedly, after pulling the handle back only three needles tips emerged at the top of the barrel, one needle did not present. A backdown procedure was performed, but the one needle still did not present. A cutdown procedure was completed following the interventional procedure to surgically close the artery. There were no adverse patient sequelae reported. Though requested, no additional information was provided.